Event description:
It was reported that faradrive steerable sheath clear was selected for ablation. During the preparation, it was mentioned that micro air bubbles were noted on the sheath when flushed, the tip of the sheath was placed in a cup filled with saline solution. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis. No other abnormalities was noted during preparation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that faradrive steerable sheath clear was selected for ablation. During the preparation, it was mentioned that micro air bubbles were noted on the sheath when flushed, the tip of the sheath was placed in a cup filled with saline solution. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis. No other abnormalities was noted during preparation.